Event description:
During surgical procedure the gta 55 proximate linear cutter stapler device fired without problems the first time, but "misfired" during the second attempt at firing. A new stapler was used to complete the procedure. There was no impact on the pt.